Event description:
It was reported to philips that the host computer was unable to power on, preventing the system from booting. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that host computer unable to power on. Upon troubleshooting, rse found that the cause of the issue was due to poor connections. To resolve the issue, rse instructed the customer to initialize the host-pc. After restarting, the equipment worked correctly and asked to check the computer connections to prevent further occurrences. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.